Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had a low blood glucose level of 53 mg/dl. Customer treated the lowered blood glucose level by drinking orange juice. The low blood glucose level occurred after the customer went for a run. The customer was able to troubleshoot during the call. The customer also reported that her transmitter led light did not function, even after replacing the battery. No product is expected to be returned.